Manufacturer narrative:
Mdrs 2517506-2019-00249 and 2517506-2019-00250 were filed for the same event. Siemens headquarters support center (hsc) completed the investigation of the discordant, falsely elevated cardiac troponin I (ctni) results. Hsc has reviewed the instrument data and the information provided. No product non-conformance was identified with the assay or analyzer. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. File attachments.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on patient's samples on a dimension vista 1500 instrument. The results were reported to the physician(s) and questioned. The same samples were processed on the same instrument using the siemens high sensitivity troponin I (tnih) assay after the high ctni results were obtained. The customer indicated the tnih method was being validated. Lower results were obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated ctni results.